Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Device not returned.

Event description:
It was reported by the contact that the customer had been using the pump intermittently during the past year as it was thought that the pump was not delivering the insulin that was needed. The customer reported that the blood glucose was impacted due to this issue and insulin injections were intermittently used. After not wearing the pump for a period of time, the battery had depleted and after charging it, the pump had reset the time and date. The customer's blood glucose level was not impacted due to the time/date reset. The customer was to use insulin injections to manage diabetes.